Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
Customer reported they have a high pain using the aligners that they have to take pain medicine to help close their mouth when using the aligners. Their teeth alignement in the back left of their mouth is all messed up and creates some pressure with aligner on when they close their mouth.